Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a clinical diabetes specialist (cds) reported that user¿s dexcom g7 was frequently losing connection with the ilet, despite different sensors and lot numbers. User could not call in immediately due to work. Troubleshooting plan included confirming if the sensor was also disconnecting from the dexcom app and checking for ilet software updates. Follow-up attempts on (B)(6) 2025 reached no answer, with voicemails left each time. Case was closed after three unsuccessful attempts. Blood glucose not affected. No reports of symptoms experienced by the user during event, and no medical intervention reported at the time of call.